Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 430mg/dl; the customer was treated with an insulin drip. The mother stated that the doctor has been ruling out the insulin pump, or ammonia, or pancreases. The caller stated that the customer was vomiting for forty eight hours. Troubleshooting was not performed as mother requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.